Event description:
It was reported that the patient developed endophthalmitis after the preloaded intraocular lens (iol) was implanted. The reporting physician mentioned that the iol was not associated with the symptom. Vitreous surgery was performed as a procedure for unknown reasons. There was no patient injury reported. Through follow-up, we learned that the vitreous surgery was performed as a secondary procedure during another visit. No further details were provided.

Manufacturer narrative:
Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI number: unknown as product serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h4: device manufacture date: unknown, as the serial number was not provided. Device evaluation: product testing could not be performed because the product was not returned as it remains implanted. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.